Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The rx trek device referenced is being filed under a separate medwatch report. Evaluation summary: visual inspections was performed on the returned device. The reported difficulty was confirmed. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot numbers were not provided. The investigation was unable to determine a conclusive cause for the reported complaint. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right leg, below the knee. The 2.50x30mm rx trek was used to occlude the access site in the right foot. During removal of the device, the rx trek became stuck on the ironman guide wire therefore the devices were removed together. Outside the anatomy, during removal of the rx trek, the distal shaft separated and remained on the guide wire. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.